Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation intraoperatively. The health care professional (hcp) reported that during surgery the surgeon noticed the implant had a hole where the hose is to fill the implant. Hcp confirmed the implant was not removed from the patient, rather it was going to be used to be placed in the patient. It did come in contact with the patient but they couldn't use it so they replaced it with another implant with cat#:350-1635, sn#: (B)(4) on (B)(6) 2021. No adverse event reported.

Manufacturer narrative:
Device evaluation completed on may 13, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had the valve separated at the juncture with the shell. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).